Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 600 mg/dl. The customer stated that she was feeling sick, nausea, and weight loss. Troubleshooting was performed. The customer stated that the insulin pump alarmed a button error. Explained the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.